Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge 19 alarm during basal delivery with 2 cartridges. The customer's blood glucose level was not impacted. The customer successfully loaded a third cartridge.